Manufacturer narrative:
The concomitant insert and patella has been changed to unk insert and unk patella as per to do. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad 17 june 2019 was reviewed on 12 december 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty secondary to osteoarthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2017: the patient underwent a revision of the right knee secondary to suspected loosening. Intraoperatively, the surgeon confirmed tibial loosening at the cement to implant interface. The femoral component was well-fixed. No intraoperative complications were noted. Doi: (B)(6) 2015; dor: (B)(6) 2017 (tibial components).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
The medical records received on 06/11/2018 were reviewed on (B)(6) 2018. The patient was revised to address right knee tibial debonding. The tibia component was found to be loose at the tibia base/cement interface. Cement is noted to be depuy cement. Doi: (B)(6) 2015 dor: (B)(6) 2017 (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 14 may 2020 re-open the complaint was re-opened upon receiving the patient¿s medical record information. The information received did not change the original investigation report device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.